Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was charging too frequently. He used to charge every 2 weeks, and then it changed to every 7 days, and now it¿s about every 6 days. The patient was wondering if the battery being two years old is dysfunctional and needs to be replaced. The patient had not been recently reprogrammed or switched to a new group, nor had the need to increase parameters. There was no trauma or fall associated with the issue. This had started occurring in the early part of (B)(6) 2017. There were no patient symptoms or complications reported.